Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the pusher assembly of a ruby coil became kinked approximately an inch in front of the detachment zone upon removing from the packaging hoop. The damage to the ruby coil occurred prior to use and, therefore, the ruby coil was not used in the procedure. The procedure was completed using new ruby coils.